Event description:
Rptr had implants placed for cosmetic reasons. She has had implants replaced twice bilaterally, and has had three breast surgeries bilaterally beginning with the first implant surgery. Rptr writes, "note: on same day of first operation, two operations due to hematoma. After first replacement, both cleaned, cauterized and replaced smaller implants. Not reporting that first operation in records." Rptr does not have implants in now, had calcium deposits occur on one side, and had biopsies taken on tissue samples examined pathologically. In 1988, medical professional confirmed silicone outside the breast scar tissue capsule. Rptr writes, "hard, fibrous, small (tumor like) taken and instantly right implant poured silicone into site." In 1993, dr upon removal. For the first set of implants, rptr claims that she had a hematoma at the surgical site, the implant ruptured and bled through the envelope, and that she had 3 capsular contractures which wre treated with two closed capsulotomies. For the second set of implants, rptr states that she had excess fluid in the surgical area, the devices were removed intact, and that they bled through the envelope. Rptr had 4 capsular contractures, which were treated with 3 closed capsulotomies. Rptr states that she has not worked for approx 3 years, and has not "put in for disability". No neurlogical tests have been done, however rptr suspects nerve problems. Possibly associated with mercury or lead poisoning, one year of chelating for metals, had helped pain level lower. Rptr claims to have been diagnosed with the following after implantation: interstitial cystitis, anxiety &/or depression, lack of concentration, short-term memory loss, chest/rib cage: pain &/or burning sensation, elevated cholesterol or triglicerides, dry eye, chronic pain behind left eye, thyroid problems, adrenal problems, chronic swelling in extremities, chronic pain in extremities, hot or cold sensitivities, chronic diarrhea &/or constipation, esophagitis, duodenitis &/or gastritis, irritable bowel syndrome, substantial hair loss not connected with medications, arrythmia. Hypersensitivity or allergies to: chemicals, molds, dust or pollen, atypical autoimmune disease, inflammation, swelling, pain/arthralgia, persistent joint stiffness, mild degenerative joint disease, chronic swollen lymph nodes/lymphadenopathy under right arm, at base of neck, feet, legs and arms, frozen shoulder, muscle pain & burning, fibromyalgia, unexplained rashes, sun sensitivities, unexplained severe itching, non-restorative sleep, chronic fatigue syndrome, granulomas or silicanomas, clumsiness/drop things, and sicca.